Event description:
Resident was being transported and while turning a corner, resident tipped out, landing on floor and striking head. Resident remained in chair. Resident received a bump on the head.